Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm in diameter abdominal aortic aneurysm. The patient has a short 7 mm in length with a reverse funnel aortic neck. It was reported that the bifurcated stent graft was implanted 2 mm lower then intended with a proximal type I endoleak. The physician implanted an endurant aortic cuff and as planned prior to procedure implanted nine aptus endoanchors. The events were resolved. The physician stated that the cause of the event was due to patient anatomy of 7 mm in length with reverse funnel aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.